Event description:
It was reported that, "patient had revision of total hip on (B)(6) 2009. Patient came back to see dr in (B)(6) of 2010 complaining of soreness. X-ray of hip showed loose acetabular component that had migrated to a vertical position."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available then it will be submitted in a supplemental report.